Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). A sample from the patient's right hand was tested on the meter at 07:15 a.m., resulting as 30.4 mmol/l. A second sample using a different finger from the right hand was tested on the meter at 07:18 a.m. Using a test strip from a different vial of the same lot, resulting as 12.4 mmol/l. Using the same finger as the second result, the patient was tested using a different meter at 07:19 a.m., resulting as 11.3 mmol/l. Insulin was administered to the patient based on this result. The patient was not adversely affected. Control and linearity tests were performed by the customer using a vial from the same lot. Controls were within range and linearity test results were "within the shaded area of the graph". The customer's product was requested for investigation, but could not be returned. No information was provided in the complaint case that would point to a cause for the result discrepancy. It was also mentioned during investigations that a potential cause could be inappropriate cleaning of the lancing site.